Manufacturer narrative:
H.6 investigation summary: a complaint of set leaking due to damage at the drip chamber was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015414 lot number 22085998 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 29aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module blood set tubing was damage and leaked. The following information was provided by the initial reporter: incident details: was preparing to administer 1 unit prbc's to my patient. Upon initiating the transfusion noticed the blood product was leaking out of the infusion tubing above the drip chamber. Cleaned same top off unsure where the leakage was coming from, upon further investigation the tubing was malfunctioning where the tubing connects to the top of the drip chamber. Paused transfusion to change tubing to a new set. New set working well. Patient appears to have no harm during same. Impact of incident: paused transfusion to change tubing to a new set. Patient appears to have no harm during same. Who was affected? Patient.